Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Unknown if device is expected to be returned to synthes manufacturer for evaluation /investigation. Device history records was conducted. The report indicates that the: part mfg. Date: 20 july 2015 part exp. Date: 2025-06-30, DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 105mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail advanced (tfna) revision surgery was performed on (B)(6) 2016 after cultures revealed that the patient had an infection (unknown organism). The patient had fallen on (B)(6) 2015 and experienced sharp pain. X-rays were taken and there was no reported hardware malfunction. The patient then developed a half-dollar sized red, raised area over the distal femur in the region of the distal locking screw. During the revision surgery all hardware including the nail, helical blade and locking screw were removed. No new hardware was implanted. It is unknown if the patient will have any additional procedures; the anticipated treatment includes intravenous antibiotics. The procedure was successfully completed with no surgical delay. This report is 2 of 3 for (B)(4).